Manufacturer narrative:
Product ID 3889-28, lot# va0gp2u, implanted: 2014 (B)(4), explanted: 2014 (B)(4); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient never had therapeutic effect and experienced a shocking or jolting sensation. The patient had therapy up until they day following the implant and then only had discomfort at the pocket. It was stated that all programming options had been tried with no success. Even with the device turned off, the patient felt discomfort at the pocket. Impedances were measured and all combinations were within range with the exception of electrode combination 0 and 2 (111 ohms). The device was programmed to 0- and 3+ on the day of implant and it was noted the patient had tried c+ and 0- in the past with no success. On the day of the call, a combination with the case and electrode 1 was tried and the patient got ¿some mild¿ response, but still had some pocket discomfort at 3.2v and 3.4v. The device was then programmed back to c+ and 0- and they were able to get therapy response without the discomfort at the pocket. The issue was resolved at the time.

Event description:
Additional information received reported, the patient was feeling stimulation in the pocket. After the representative reprogrammed the device, they managed to activate one combination where the patient got some stimulation in the crotch area. The entire system was replaced on the date of this report and the reason was for lack of feeling stimulation. There was reportedly no clear reason why they system did not work for the patient. The lead placement looked good when looking at x-rays and impedances seemed fine in the operating room. In recovery following the procedure, the patient was getting good stimulation. About a week and a half later it was noted there was stimulation only at the pocket regardless of programming, prior to the replacement. No complications were noted.

Manufacturer narrative:
Product ID: 3889-28, lot# va0gp2u, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.